Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A director reported a patient presented with blurry vision three weeks post photorefractive keratectomy in the right eye. The patient was noted to have epithelial basement membrane dystrophy (ebmd), slow healing, and recurrent erosion. A debridement and enhancement was performed. Additional information requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. (B)(4).